Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe's tip was found to be damaged during a procedure. The vitrectomy probe was unable to cut and was unable to aspirate as well. The procedure was completed after replacing with another one and there was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a zip top bag, for the report of did not cut or aspirate and tip was cracked. The returned sample was visually inspected and found non-conforming with the probe needle cracked on both sides of the port. Functional testing could not be performed due to visual condition of the probe. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. A photo of the product is attached to the parent complaint and was reviewed by the manufacturing site. The photo confirms that the tip of the probe needle is broken at the port. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. Functionality of the returned probe was unable to be tested due to the broken tip, therefore, a confirmation of the reported cut and aspiration failures could not be determined and the exact root cause for these events could not be verified an internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).